Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the delivery package for the farawave catheter was heavily damaged. Due to the extent of the damage, it was suspected that the product may no longer be sterile. A different device was used to complete the procedure. No patient complications were reported. The damage was limited to the packaging and no damage was noted with the catheter. The product is not expected to return. Images were provided for review.

Manufacturer narrative:
D2 common device name:percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. Review of the provided images revealed the outer and inner package damaged, compromising the seal, and one of the images evidences the device shaft kinked.

Event description:
It was reported that the delivery package for the farawave catheter was heavily damaged. Due to the extent of the damage, it was suspected that the product may no longer be sterile. A different device was used to complete the procedure. No patient complications were reported. The damage was limited to the packaging and no damage was noted with the catheter. The product is not expected to return. Images were provided for review and investigation is still in progress. It was further reported that although no damage was initially noted on the catheter, one of the images provided for review showed the catheter to be kinked.

Manufacturer narrative:
Additional information in section b5 describe event or problem and correction to section h6 device codes it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the delivery package for the farawave catheter was heavily damaged. Due to the extent of the damage, it was suspected that the product may no longer be sterile. A different device was used to complete the procedure. No patient complications were reported. The damage was limited to the packaging and no damage was noted with the catheter. The product is not expected to return. Images were provided for review and investigation is still in progress. It was further reported that although no damage was initially noted on the catheter, one of the images provided for review showed the catheter to be kinked.